Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Motor rate error was not in the event history log (ehl) but a force sensor test error was in the ehl. Power up process and calibration verification test was performed. The motor rate error was not reproduced during functional testing but the force sensor test error was reproduced. The issue was occurring because the involved components were worn and an internal short in the plunger cable. The plunger cable and force sensor was replaced to address the reported product problem.

Event description:
It was reported that a motor rate error was experienced. No patient involvement.